Manufacturer narrative:
If implanted, give date: not applicable, as there is no indication that the lens was implanted if explanted, give date: not applicable, as there is no indication that the lens was implanted; therefore, it was not explanted. Telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported there was haptic damaged during implantation of the intraocular lens (iol) into the patient's operative eye. There was no delay in treatment or other interventions reported. No further information was provided.